Manufacturer narrative:
Block h6: device code a140101 captures the reportable issue of balloon failed to deflate. Block h10: investigation results. The returned extractor pro retrieval balloon was analyzed and a visual examination found the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated to the recommended inflation volumes without issue. There were no leaks, holes or pinholes noted in the balloon and the balloon was able to hold pressure. It was also noted that the balloon was able to deflate without issue. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate cannot be confirmed. No damages were found on the returned balloon and it inflated, held pressure, and deflated properly during functional testing. Therefore, the most probable root cause cannot be determined as no problem was detected.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct (cbd) during a gallstone removal procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon could be inflated; however, it would not deflate. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct (cbd) during a gallstone removal procedure performed on (B)(6), 2022. During the procedure, it was noticed that the balloon could be inflated; however, it would not deflate. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event.